Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, while using the vela ventilator, the front panel was freezing and became unresponsive. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for evaluation. The failure analysis technician performed touch screen calibrations, but the touch display interaction could not be calibrated. The reported problem was duplicated and isolated to ingress moisture between the membranes of the touchscreen. This issue will be internally investigated within carefusion.